Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking. The leak was further described as unrestricted flow of lipids through the set from the port on the valve set. This event occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection was performed on the photo and video sample which observed a light cloudy appearance. Additionally, a rapid lipid stream leak was observed at the outlet port area likely from port 1 and or port 2. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.